Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("very painful") and vaginal haemorrhage ("spotting"). At the time of the report, the genital haemorrhage, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: very painful, bleeding, spotting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.